Event description:
I was eating a piece of soft chocolate during which the implant to replace tooth #3 fell out of its socket that is implanted into my mandible. I will send pictures of the tooth (crown) that fell off they show where the screw fractured. I promptly removed it from the implant from my mouth, which prevent me from swallowing the implant. This is the second time this particular implant has broken. The last incident was less than one year ago. The socket that is implanted in my mandible stayed in place. The implanted screw fracture about midway down the screw's shaft. Medical follow up: the implant is being examined by the implanting dentist, dr. (B)(6). Now I am really worried that the other implants will fracture and fall out.